Event description:
The customer reported that the pump battery would not charge, despite trying various troubleshooting methods including using different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. The customer was instructed to switch to manual insulin injections temporarily and tandem technical support organized a replacement pump, provided instructions for putting the pump into storage mode, and arranged for the return of the malfunctioning pump using a prepaid label.